Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 460 mg/dl at 1:30 a.m. And 139 mg/dl at 1:31 a.m.; 132 mg/dl at 4:30 p.m. And 77 mg/dl at 4:34 p.m. No adverse event reported. Return of the suspect device was requested for evaluation.